Manufacturer narrative:
Saw was returned, evaluation an tested for electrical and functional safety. All tests passed, meeting final specifications. Follow up communications with initial reporter indicates they completed their internal investigation and had determined (per email/phone call from "(B)(6)", engineering administrator) that product had indeed "been operating correctly, no functioning issue related to product and that it was a technique problem." Investigation closed. (B)(4).

Event description:
(B)(4).